Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the medical intervention of the 100% fio2 that was provided to the patient. From the device perspective, there was no known device malfunction and no device issue was alleged by the customer. No product was returned for investigation. The most likely root cause for this complaint is use error. The inomax dsir plus device operator's manual states in section 3: patient application (page 3-1) that "abrupt discontinuation of inomax may lead to worsening oxygenation and increasing pulmonary artery pressure, i.e., rebound pulmonary hypertension syndrome. To avoid abrupt discontinuation, utilize the inoblender or integrated pneumatic backup if necessary. If rebound pulmonary hypertension occurs, reinstate inomax therapy immediately". The inomax nitric oxide (no) package insert states "avoid abrupt discontinuation of inomax [see warnings and precautions (5.1)]. To wean inomax, downtitrate in several steps, pausing several hours at each step to monitor for hypoxemia". In the beginning the resident was properly weaning the patient off their inomax no therapy by waiting two hours between each titrated dose to see if the patient may experience worsening oxygenation and/or increasing pulmonary artery pressure due to their inomax weaning. However during the patient's last titration from 5 ppm inomax to off (i.e., 0 ppm no), the resident did not monitor the patient for worsening oxygenation and/or increasing pulmonary artery pressure in order to identify if additional no weaning would be required for this patient. Instead the resident immediately removed the device from the patient's breathing circuit once the inomax dsir plus device was turned off. The patient then experienced oxygen desaturation which was resolved by placing the inomax dsir plus device back in line with the patient's ventilator. The patient was then given 100% fio2 and 10 ppm no from the inomax dsir plus device and the patient's oxygen saturation returned to their baseline of the high 90's as soon as the inomax no therapy was administered to the patient. The patient's fio2 was turned down to 60% then 50% in five minute increments until it was back to the original setting of 40%. The patient was successfully weaned off their inomax no therapy the following day, (B)(6) 2020. Trends were reviewed for complaint category, oxygen desaturation. No trends were detected for this complaint category. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: oxygen saturation, low. (B)(4). S.k. 8/5/2020.

Event description:
The customer reported that a patient experienced oxygen desaturation while the patient was being weaned off their inomax nitric oxide (no) therapy. The customer stated that the patient began their inomax no therapy on (B)(6) 2020 at approximately 20:00. The customer reported that on 26-may-2020, the patient was on an 840 ventilator in pressure control mode, with peak inspiratory pressure of 30cm h2o, peep +15, fio2 of 40%, and a respiratory rate of 22. In addition, the patient was also receiving 20 ppm of no from the inomax dsir plus device. The customer stated that the patient was stable and had an oxygen saturation baseline in the 90's. The customer reported that the anesthesia resident that was caring for this patient, decided to wean the patient off their inomax no therapy without the knowledge of the respiratory therapist. The customer stated that there had been no issues or alarms with the inomax dsir plus device. The customer reported that the resident turned down the patient's no dose from 20 ppm to 10 ppm at 12:00 on (B)(6) 2020 the customer stated that the resident further decreased the patient's no dose from 10 ppm to 5 ppm at 14:00. The customer reported that the resident then decreased the patient's no dose from 5 ppm to off at 16:20. The customer reported that once the inomax dsir plus was turned off, the resident disconnected the device from the patient's ventilator circuit. The customer stated that the patient's oxygen saturation then fell to 83%. The customer reported that a respiratory therapist was then called into the room in order to place the inomax dsir plus device back on the patient. The customer stated that the respiratory therapist was able to place the inomax dsir plus device back in line with the patient's ventilator by approximately 17:00. The customer reported that the patient was then provided with 100% fio2 and 10 ppm of inomax no therapy. The customer stated that the patient's oxygen saturation returned to their baseline in the high 90's as soon as the no was administered. The customer reported that the patient's fio2 was then turned down to 60% then 50% in five-minute increments until the patient's fio2 was back to the original setting of 40% at 17:20. The customer stated that the patient was successfully weaned off their inomax no therapy on (B)(6) 2020. The customer reported as of 6-jul-2020, the patient had been extubated and was off their ventilator. No product was returned for investigation.